Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostics were not available when the implantable pulse generator (ipg) was interrogated and the battery appeared to be initializing. It was noted that the implant detect feature did not complete after the ipg was implanted and the patient has been in chronic atrial fibrillation (af) since implant which can cause the implant detect feature to not auto-complete. It was suggested that the auto-detect be manually completed. The ipg remains in use. No patient complications have been reported as a result of this event.